Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located approximately 40mm from the probe¿s distal tip. Device was then sent for fracture analysis. The fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface indicating that the probe underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the pedicle probe¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface indicating that the probe underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the instrument broke while the surgeon was attempting to make a hole in the pedicle. The broken piece was removed without incident. A no charge replacement will be needed. Po to follow shortly. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.